Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation in left anterior descending (lad) artery. A 2.8x19mm rx graftmaster failed to cross due to anatomy. Another same size graftmaster was used to seal the perforation. There were no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.